Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 457mg/dl. Customer¿s current blood glucose was 457mg/dl. Customer was treated with syringes. Drive support cap was normal. Insulin was exited with quick release. Customer was assisted for troubleshooting for high blood glucose. Customer state that there was no leak or air bubbles. Cannula was not bent. The insulin pump will not be return for analysis.